Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of the transmissions revealed noise on the atrial lead that was discovered on a stored electrograms for an inappropriate automatic mode switch episode. No intervention was performed. The patient was asymptomatic throughout.